Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) was removed and replaced due to suspected premature battery depletion. The device was reported to have only been implanted for thirty-four months and the device never declared elective replacement time (ert). The explanted device will be returned to boston scientific. No adverse patient effects were reported.

Manufacturer narrative:
To date the device has not been received at boston scientific. Upon receipt the device will under go a detailed laboratory analysis in an attempt to confirm and determine the root cause of the event, at that time a final report will be submitted with the results from analysis.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. It is concluded that the device meets specifications and is depleting normally.